Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review was not performed as the serial number is unknown. Attempts to retrieve additional information were unsuccessful. Author reported no more information is available. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease pathology. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. MDR report number 2015691-2020-10824 is another event related to this article.

Event description:
Through review of medical article "transcatheter mitral valve implantation (tmvi) using edwards sapien 3 prostheses in patients at very high or prohibitive surgical risk: a single-center experience", in journal of interventional cardiology. Copyright 2020. Edwards received information a patient with a 29mm mitral pericardial valve underwent valve-in-valve procedure after an implant duration of nine years, nine months, due to degeneration leading to severe mitral stenosis. Patient presented with presence of severe heart failure symptoms. A 29mm transcatheter valve was implanted within the existing edwards device using the transseptal access.

Manufacturer narrative:
Corrected data: h6. Reference CAPA: 20-00141.